Manufacturer narrative:
Device evaluation: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens, -7.5 diopter, and the lens went into the patients eye upside down. The lens was removed within the same surgery with no patient injury. The backup lens was implanted. The reporter indicated the cause of the event was unknown.